Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced loss of consciousness and fell down. The patient´s friend called an ambulance and the paramedics treated the patient with 2 bottles of sweet drink (glucose). At an unspecified time of the event the cgm was reading 5.3 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.